Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. However, it was noted that the catheter was prepared for use while inside of the patient anatomy. It should be noted the product instructions for use states to prepare an inflation device with the recommended contrast medium according to the manufacturer instructions. Evacuate air from the balloon segment using a 20 cc syringe or the inflation device. All air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy such that the balloon ruptured upon the first inflation at 6 atmospheres which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that the patient presented with an acute myocardial infarction (ami) with the target lesion in the distal right coronary artery (rca) with 99% stenosis and no calcification. During predilatation with the voyager nc 2.5 x 20 mm, the pressure was not able to rise to more than 6 atmospheres and the physician confirmed that contrast was leaking. After withdrawal from the anatomy, the distal area of the balloon was noted to be ruptured. There was no resistance reported during advancement or retraction in the lesion. A non-abbott balloon of the same size was used to complete the procedure. The physician mentioned that he did not note any calcification in the lesion. It was also reported that the device was prepped inside of the patient anatomy. No adverse patient effects were reported. No additional information was provided